Manufacturer narrative:
Additional information was received indicating that the valve was constrained due to the moderate aortic stenosis (as). It was noted the post implant balloon aortic valvuloplasty (bav) was performed using a 28mm non-medtronic balloon with 1 inflation for 3 seconds using a syringe. Severe regurgitation was noted due to the tear. Updated patient code in h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v alvuloplasty (bav) was performed due to the patient's moderate aortic stenosis (as). As a result of the bav, a valve leaflet was torn. The bav details were not provided. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that a post balloon aortic valvuloplasty (bav) was performed following the implant of this transcatheter valve due to the valve was constrained caused by the patient's moderate aortic stenosis. Per the instructions for use (IFU), in the event that "if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing." As a result of the bav, a valve leaflet was torn and led to severe regurgitation. Based on the event description information, preliminary assessments of the cause(s) of the leaflet damage reported in the event description, suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet, as it was stated that the user used a dilation balloon, which is what is called a "non-compliant" balloon. Per IFU, table 3: post-implant balloon dilatation sizing, the maximum balloon size chosen for dilatation using a non-compliant balloon for the 34 millimeter (mm) evolut valve, is 25 mm with an applied inflation pressure of no greater than 2 atmosphere (atm). In this case, it indicates that the balloon size for the post bav is 28 mm which may have contributed to the leaflet damage. Updated data: h6 - method code, results code and conclusion code corrected data: e1 - initial reporter prefix, first name and last name e3 - occupation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.